Event description:
It was reported that that during a device check, the right atrial (ra) lead and ventricular lead impedance had decreased. The ra and ventricular lead were explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst noted the atrial lead impedance has remained in the low 200's (ohms) since sept 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant 4024-52 lead implanted: 1996-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.